Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve the device and additional information are in process. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficiency hemodynamics and longer tissue durability. Based on the information received the cause cannot be determined; however, patient factors and progression of valvular disease may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 23 mm mitral pericardial valve, implanted approximately four (4) years, was explanted due to mitral regurgitation. This device was explanted and replaced with a 27-29 mm cryolife on-x mechanical valve with no adverse patient effects reported as a result of the valve replacement. At explant, chordae tendineae, which was transferred from a3 to p1 during previous implant surgery, appeared crossing over the stent post at p2 area, and the chordae tendineae and stent area appeared to be fused and host tissue growth was observed. In addition, what appeared to be fused host tissue was observed at a tip of stent post at a2 area. The patient status was reported as ¿recovered¿ at ICU.